Event description:
It was reported that the gastrointestinal videoscope did not connect when plugged in and displayed an error screen. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.